Event description:
Customer reportedly received results of 253 mg/dl and hi (greater then 600 mg/dl) within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 253 mg/dl and hi (greater than 600 mg/dl) within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.